Event description:
During a pci procedure, the maverick otw ptca catheter balloon ruptured at 12 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a 100% stenotic lesion in the mid right coronary artery (rca). A terumo introducer sheath, a conquest pro guidewire, a encore26 inflation device, a 8f mach1 fr4 guide catheter, and a cypher 3.0/33 stent were also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.